Event description:
During a laparoscopic cholecystectomy procedure, before the device was used a test squeeze was done and the device locked down and the jaws would not open. Did not use on patient. Pulled a new one to complete the procedure. No patient consequence.